Manufacturer narrative:
Product event summary: impedance trends shows atrial pacing impedance varied from 627 ohms to greater than 3000 ohms since 2015-(B)(4), and has consistently been greater than 3000 ohms since 2015-(B)(6). Atrial impedance warnings noted on 2015-(B)(4). Impedance for the atrial pacing lead was beyond the expected upper range. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance in unipolar and bipolar configurations. X-ray showed a connection issue with the lead was back a tiny bit from the implantable pulse generator (ipg) device header so it was not making contact. During the revision, the lead pulled out after the physician tugged on it confirming that there was a loose setscrew. The lead was reseated into the device header and the setscrew was tightened down. Afterward, all measurements were back to normal readings. The device and lead remain in use. No patient complications have been reported as a result of this event.